Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the surgical procedure, nurse reported that she observed that it is not possible to connect the drill with the t-handle. The surgery was completed without any adverse consequences to the pt.